Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. A decrease in the battery's longevity of approximately 5 years was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data via latitude (remote monitoring system) confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Ts also advised that the device is consuming additional power due to high rate atrial sensing at an average rate of 235 bpm (beats per minute). This increase in power consumption can also impact battery longevity. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator was suspected of exhibiting early battery depletion behavior. A decrease in the battery's estimated longevity of approximately 5 years within an 11 month period was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data via latitude (remote monitoring system) confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Ts also advised that the device is consuming additional power due to high rate atrial sensing at an average rate of 235 bpm (beats per minute). This increase in power consumption can also impact battery longevity. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting early battery depletion behavior. A decrease in the battery's longevity of approximately 5 years was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data via latitude (remote monitoring system) confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Ts also advised that the device is consuming additional power due to high rate atrial sensing at an average rate of 235 bpm (beats per minute). This increase in power consumption can also impact battery longevity. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.